Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer recharged battery and pump turned on. Pump history was reviewed and no alarms were found related to this event. Customer¿s blood glucose level was 170 mg/dl. Customer reverted to using an alternate method of insulin therapy.